Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the right atrial lead exhibited low sensing and high pacing thresholds. A chest x-ray revealed that the atrial lead was dislodged. On (B)(6) 2016 the lead was repositioned successfully. There were no consequences for the patient.